Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device identified abnormalities, revealing external damage consistent with the programmer having been dropped. The programmer was powered on, and it was confirmed that the touchscreen was intermittently unresponsive due to failure to detect touch inputs. Error and fault codes were recorded in the programmers log file. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that this integrated programmer gets a black screen when boots up. Additional information also indicates that the internal clock exhibited an error. Boston scientific technical service (ts) assisted in troubleshooting and recommend connecting to wi-fi and rebooting. If it persists, contact technical services for further assistance. The programmer remains in service. No adverse patient effects were reported.